Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned and investigated. The reported mechanical jam was confirmed due to the observed knotted lock line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported mechanical jam (inability to remove the lock line) was due to the reported knotted lock line; however, a definitive cause for the knot in the lock line could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove the lock line. It was reported that this was a mitraclip procedure performed to treat grade 3-4 functional mitral regurgitation (mr). The clip delivery system (cds) was advanced to the mitral valve and positioned on the leaflet. Clip deployment was initiated; however, after removing approximately 10-15 cm of the lock line; the lock line could not be removed. The clip was not deployed and the cds with the clip attached, was removed. There was no reported adverse patient effect or a clinically significant delay in the procedure. A new clip was implanted, reducing mr to grade 1. The patient remained stable. No additional information was provided.